Event description:
Customer reported that the insulin pump was exposed to moisture. Customer stated that she was in the pool for about 10 minutes before she realized she was wearing the device. Customer stated that the insulin pump is vibrating without an alarm or alert and there is fluid under the lcd display. Blood glucose value is 181 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. No moisture damage was noted on the electronic, motor, vibrator, keypad or battery tube assembly during the visual inspection. No vibration alarm was noted. The insulin pump had minor scratches on the display window.